Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) will not be returned to zoll for evaluation. However, the console was serviced in the field. During review of the event logs multiple tcmid: 02 codes were observed confirming the reported complaint. The root cause for the console displaying tcmid: 02 error codes was due to a defective I/o board and the danfoss controller. Both parts were replaced. The unit was calibrated and passed all functional testing. The unit ran for over 2 hours without any error messages.

Event description:
It was reported that during self-test prior to attaching the device to the patient, the thermogard console displayed a tcmid: 02 (ce danfoss error) error message. The customer used another device to proceed with the treatment. No patient involvement was reported. No additional information was provided.